Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, lot #: 16067311, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient was supposed to have an explant, but the patient decided to keep the device.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.